Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. There was no harm or injury reported. During the evaluation of the device, the customer's complaint was confirmed. The device's lcd screen was unable to be viewed and needs to be replaced to address the issue. No components were replaced. The device was scrapped.